Event description:
A peritoneal dialysis pt reported she noticed fluid leaking from the cassette door. The pt was able to finish treatment. A f/u call was made to the pt's peritoneal dialysis nurse. The pt was not given antibiotics, and her effluent has remained clear.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.